Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via an ipsilateral femoral artery approach. The physician was treating a 99% stenosed lesion located in the moderately tortuous and severely calcified anterior tibial artery (ata). Another manufacturers' guide wire was inserted and advanced to the lesion. This 1.5mm x 20mm x 142cm sterling balloon catheter was then advanced over the wire with some difficulty/resistance to the lesion. An initial inflation to 10 atm's was made with some difficulty. An extension wire was connected and the sterling balloon catheter was removed from the patient in order to perform angio. After angio was completed, this sterling balloon catheter was reinserted and advanced to the lesion. The physician attempted to dilate the lesion further, however, the balloon would not inflate. The physician determined that the balloon had ruptured. The sterling balloon catheter and the guide wire were removed from the patient together and intact. The physician then reinserted the same guide wire and attempted to advance it to the dorsalis pedis artery, however, this was unsuccessful. The procedure was considered complete at this point, with the lesion in the ata being "slightly" treated from the initial dilation. There were no reported patient complications. The patient status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Magnified inspection revealed a hole in the inner shaft located inside the balloon (approximately 22mm from the tip) and damage to the distal tip. The size and orientation of the hole in the inner shaft is consistent with piercing damage from the tip of a guide wire. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. There wasn't any damage noted to the balloon, however, the hole in the inner shaft likely prevented inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via an ipsilateral femoral artery approach. The physician was treating a 99% stenosed lesion located in the moderately tortuous and severely calcified anterior tibial artery (ata). Another manufacturers' guide wire was inserted and advanced to the lesion. This 1.5mm x 20mm x 142cm sterling balloon catheter was then advanced over the wire with some difficulty/resistance to the lesion. An initial inflation to 10 atm's was made with some difficulty. An extension wire was connected and the sterling balloon catheter was removed from the patient in order to perform angio. After angio was completed, this sterling balloon catheter was reinserted and advanced to the lesion. The physician attempted to dilate the lesion further, however, the balloon would not inflate. The physician determined that the balloon had ruptured. The sterling balloon catheter and the guide wire were removed from the patient together and intact. The physician then reinserted the same guide wire and attempted to advance it to the dorsalis pedis artery, however, this was unsuccessful. The procedure was considered complete at this point, with the lesion in the ata being "slightly" treated from the initial dilation. There were no reported patient complications. The patient status is listed as good.